Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited diagnostics anomaly; the device showed an alert for elective replacement indicator reached prior to the implant date. The device revealed multiple magnet reversions; the patient did not report exposure to any procedure that might have produced strong electromagnetic interference. The patient was asymptomatic. After firmware download, normal device function resumed. The patient would continue to be monitored.